Manufacturer narrative:
Product analysis received and examined the returned multi-patient disposable set (mpat) syringe, lot number 154502. Visual examination found no evidence of the alleged particulate. However, examination of the photographs provided by the customer did confirm the presence of a small, gray particle on the tip of the contrast spike of the mpat. As the particle could not be confirmed upon receipt of the product, dimensional examination and particle characterization could not be performed or determined.

Manufacturer narrative:
The initial MDR that was submitted on (B)(6) 2016 contained an incorrect lot/batch number. The correct lot/batch number is (B)(4).

Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the unknown particle at this time; however, the product is scheduled to return to bayer for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted.

Event description:
The customer reported the following: after opening the avanta multi-patient sterile disposable set (mpat) and upon inspection, they saw a foreign body on the saline spike. The customer elected not to use the tubing. No injury or adverse event was reported.